Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a medial meniscal repair, when surgeon attempted to access in posteromedial compartment of medial meniscus, surgeon had difficulty allowing top jaw to open underneath femoral condyle to allow bottom jaw to extend. Surgeon finally was able to extend lower jaw and move to position jaws to pass suture, when surgeon attempted to fire no suture was passed, tried again and still did not work. Surgeon removed device from joint and it appeared suture had prematurely passed,during attempt to position. The procedure was completed with a fastfix 360. There was no significant delay and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.